Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left main coronary artery (lmca) using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, as the physician was removing the jet7 from the patient, it was found to be stretched. The damage was noticed only after it had been removed from the patient. The procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60). There was no report of an adverse effect to the patient.